Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the legal guardian (lg) that the patient was found on the ground, seizing and barely breathing. The lg called emergency medical services (ems) and had the patient transported to the hospital with severe diabetic ketoacidosis (dka), septic shock and coma on (B)(6) 2026. Prior to ems arriving, the lg administered 12 units of insulin manually to the patient. The patient's blood glucose levels reached 1592 mg/dl while wearing the pod between 4 and 24 hours. The pod adhesive was observed to be wet with insulin. When the pod was removed from the infusion site on their arm, the pod cannula was found bent and was reportedly stuck with "something." Symptoms reported include seizure and shortness of breath. The patient was treated with a central line, rapid intravenous insulin and kidney dialysis. The patient was still admitted at the time of this report.